Event description:
The pt's spouse reported the pt has not used his scs system or charged the system since implantation due to not receiving adequate stimulation. It was also reported the pt developed a bruise around his scs ipg pocket site. No falls or injuries were reported. The pt's spouse was advised that the pt should consult with the physician regarding any bruising around the scs ipg pocket site. Follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.